Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2456 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining a PICC catheter, the operator flushed the catheter and connected it to strain relief, and the catheter fell off spontaneously. They were not engaged firmly.

Event description:
It was reported that when maintaining a PICC catheter, the operator flushed the catheter and connected it to strain relief, and the catheter fell off spontaneously. They were not engaged firmly.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed and was determined to be supplier related. One two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed the connector pieces were returned assembled and no obvious evidence of use was observed on the sample. The connector pieces were disassembled, and no catheter segment was found within. The distal connector piece was dissected, and a microscopic observation revealed the length of the internal compression sleeve was under specification. The investigation was forwarded to the end-item manufacturing facility for further evaluation. H3 other text : evaluation findings are in section h.11.